Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level, which was reported to be less than 27.7 mmol. Customer reverted to using an alternative method of insulin therapy.